Event description:
It was reported that a user experienced a sustained rise in blood glucose despite announcing coffee and a banana, with a manual fingerstick of 235 mg/dl versus 254 mg/dl on a g7 sensor, leading to calibration, log sync, and a recommended infusion site change on an ilet system using a steel 6 mm contact/detach infusion set. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no emergency treatment, and stabilization to 243 mg/dl and steady by end of call. Investigation included troubleshooting, user guidance to replace the infusion site and perform fill tubing and fill cannula, and review of report logs. Investigation of this case revealed no device alarms and an unclear cause for hyperglycemia, with possible infusion site or set performance factors not confirmed. It was concluded that the event was user-managed with education and site change, with no device malfunction confirmed and cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.